Manufacturer narrative:
Correction for implant date field d6a.

Manufacturer narrative:
The reported event of short battery longevity was not confirmed. The longevity estimate of 18.3 yrs as reported by the aveir programmer software at the 2024-jun-20 visit was confirmed as appropriate. Thus, there is no evidence of any issue with the method by which the programmer computes the estimated remaining longevity. However, the lack of records from the previous interrogation session makes it impossible to complete any comparative analysis related to the allegation of a larger-than-expected decrease in remaining longevity as reported by the aveir programmer software.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event.¿

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's leadless pacemaker battery longevity dropped significantly from the previous check. No intervention was performed. There were no patient consequences.